Event description:
It was reported by the customer that a pyxis medstation es system experienced failures in the main drawers 5.1 and 5.2. The customer tried to recover the drawers but the issue persists. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a main half height cubie drawer 5 failure. A field service engineer found that all lights on the boards were off and further reseated the row board cables and retractor bands. All cubies were released, and a thorough check for debris was conducted, revealing no obstructions. The engineer confirmed that the drawers are now operational on the bus. The system functioned as intended after the field service engineer troubleshooted the device.